Event description:
It was reported by the aci sales professional that a patient underwent an antegrade peripheral intervention procedure on an unknown date (exact timeframe not provided). Access was obtained at the common femoral artery via a 6f procedural sheath with angiomax on board. There is no report of femoral angiogram to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral artery closure. It was reported that immediately following the closure, the patient developed a 4cm hematoma at the access site. Manual compression was held for 35 minutes which resolved the hematoma and hemostasis was successfully achieved. The patient tolerated the procedure well and was ambulated and discharged to home the same day with no reported clinical sequela. No additional information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1105402) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.